Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing. The parameter on the lead was reprogrammed and the lead is still in use. The patient is part of the shock-less study. No further patient complications have been reported as a result of this event.